Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1n0pm, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 29-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim ang gastrointestinal/pelvic floor therapy. It was reported that the patient's doctor had to move one of their leads because they weren't getting the response they were suppose to get from the therapy. The patient stated that they were experiencing shocking or tingling in their toes and in their left leg and foot. The patient stated that they went to move the lead and got better results from this; however,  then they were experiencing pain. Patient stated this was about the time that the new surescan lead was coming out so they decided to replace the lead entirely. Patient services tried to clarify event dates but the patient was unclear. As the event was in the past, no further action was being taken.